Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. The customer experienced a blood glucose (bg) level of 480 mg/dl, high ketones identified as life threatening, and went to the emergency room (ER) on 10/21/2025. The customer received intravenous fluids of saline and insulin, and a potassium chloride drip. The customer declined a follow-up from tandem technical support, and a release date could not be obtained. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.